Event description:
During a coronary drug eluting stenting treatment procedure, the stent would not advance. The lesion being treated was located in the 90% stenosed, moderately tortuous right coronary artery (rca). The lesion was predilated. The physician was attempting to advance a taxus express2 3.50x16mm drug eluting stent but the stent would not advance and the balloon appeared dilated at both ends. It appeared to already have a tiny amount of air in the balloon stopping the stent from advancing. The facility stated there was no attempt made to inflate the balloon. The procedure was completed with another taxus stent and a terminus tsunami stent. Plavix was given pre and post procedure and tirofiban during. There were no reported patient complications.